Event description:
A customer reported getting error message "2011 air detected sample" , "mf mechanical error in dispensing sample" and "short sample" error flags. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. The customer reported the errors were intermittent, fse confirmed error 2011 by reviewing the error logs, but was unable to reproduce the errors. Fse ran a liquid sense test and the results were erratic; fse replaced the eki board and successfully reran the liquid sense test. Fse also ran an impasse test and performed a hand touch adjustment. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2011] air detected [sample] is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the service department. Section 7.2: list of flags states the following: mf: mechanical error in dispensing sample: a flag is attached due to an abnormality occurring during sample dispensing. Operation continues but a return failure disables the assay. Ss: insufficient sample: the assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. The most probable cause of the reported event is due to eki board failure.

Manufacturer narrative:
The pcb board (eki board) for level sense was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported event was due to failure of the level sense pcb board. No device issue was identified during testing, all runs passed without errors. The most probable cause of the reported event could not be determined.